Event description:
A customer reported that the quick bolus/wake button on their insulin pump was difficult to press and required multiple attempts to activate the screen. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.